Event description:
It was reported; via a field service report, symptom: pump had system error #7 alarms while on a patient. Findings/action taken: parts sent to and replaced by hospital biomed. Part being returned on (B)(4). Fcn level (B)(4), software level: 2.24, unconfirmed, additional information received on (B)(6) 2015; according to biomed tech there were no patient complications. This pump was exchanged for another pump without harming the patient.

Manufacturer narrative:
(B)(4).